Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported no image or video on left monitor at boot up. No pt injury was reported.